Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to placement difficulty. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that this rv lead was attempted due to placement difficulty.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported.